Event description:
A malfunction alarm labeled as malf 9 was reported, there was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully reset the malfunction code, which did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared, confirming their understanding of the guidance provided.